Event description:
Pt was on a ventilator. While turning the pt the nurse could not hear breath sounds. In checking the ventilator it was found in the inoperable mode with all alarm lights and alarming. Bagged pt until new vent could be hooked up. Called the MFR who sent a svc tech to examine the equipment. The equipment checked out ok. This ventilator is scheduled to be traded in on new equipment within the next few weeks.